Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were noted. Reprogramming was attempted to resolve the event, however, the device was unable to be reprogrammed. The patient was stable and will continue to be monitored.

Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing were noted. Reprogramming was attempted to resolve the event, however, the device was unable to be reprogrammed. The patient was stable and will continue to be monitored.